Manufacturer narrative:
The test strip lot number is 671160. The expiration date was requested but not provided. The customer stated that the qc was performed on 16-oct-2024 at 4:29 am. The product was requested for investigation but has not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter received questionable glucose results from one patient tested with the accu-chek inform ii meter. The first result at 7:37 am was 26.0 mmol/l. The second result at 7:38 am from the same site as the first result was 18.4 mmol/l. The third result at 7:39 am from the same site as the first result was 9.3 mmol/l. The result at 7:42 am was 6.8 mmol/l.

Manufacturer narrative:
Medwatch fields d9 updated. The meter was received for investigation and was tested with retention strips and controls. Investigation results: qc ranges in mg/dl: level 1 - 30-60. Level 2 - 261-353. Meter results in mg/dl: level 1 ¿ 43, 42, 42. Level 2 ¿ 293, 291, 287. The meter results are within the acceptable range. The investigation found contamination within the meter's housing. The investigation did not identify a product problem.